Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has initiated a technical investigation of the reported event and the investigation is ongoing. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation.

Event description:
It was reported to siemens that during patient positioning for a somatom emotion 16 system procedure, as the patient was moving into a prone position the patient placed their knees on the table extension (foot board), causing it to break. The patient reportedly fell onto the system table top, landing on their abdomen. It was not reported that the patient suffered any injury, however, this event is being reported because the potential for serious patient injury if this event were to reoccur.

Manufacturer narrative:
Exemption number e2017017. (B)(4) (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). Siemens could not complete the technical investigation for the reported event. The system foot board was sequestered by the customer's biomedical engineers and was subsequently lost. No shipping information was available. If the foot board becomes available in the future, siemens will complete the investigation and will submit a supplemental report.